Manufacturer narrative:
(B)(4). Date sent: 6/16/2023. D4: batch # 903a97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with four gst45b reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 903a97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. Batch # unknown. Attempts are being made to obtain the following information. No response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary this is an analysis of a set of photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed. The first and second photos show a display with tissue being intervened and appear to be one partially formed staple on it. The third photo shows a malformed staple on a tissue being intervened by two surgical devices. Based on the photos reviewed, the event described is confirmed however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned. Our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number x95p9a, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon performing a gastric bypass, at the end of the stage of gastroentero anastomosis, observed a failure in the staple line closure. This same failure already happened before in other two cases. Reinforced the staple line failure with manual suture. No patient consequences reported. No further information is available.